Event description:
It was reported that during the procedure, discoordination and weakness of the pt's right hand occurred. This resulted in new/prolonged hospitalization. The pt's condition was reported to have improved.